Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site per the customer complaint of "error code l3-007 and l3-017" found the translational cable as well as corrosion on the holster board and the encoder was due to heavy contamination, which caused the complaint. To correct this issue the site replaced the translational cable, replaced the holster board, and replaced the encoder. The site also found the port shaft, safety latch, and the positioning spring was bent. To correct these issues the site replaced the port shaft, safety latch, the positioning spring, and the positioning spring screw. The e-clip was damaged during disassembly and was replaced. After servicing the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the st holster has been giving error code l3-007 and l3-017. The customer has tried to troubleshoot the capital and the error codes are coming up and the st holster has been recommended to be sent in for repair. There have been no patient consequences reported. One device to be returned. The st holster is used on a fischer system.